Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The valve remains implanted in the patient. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl cannot be determined; however, it may have been related to cardiac remodeling. Per report, it was thought that the stentless aortic root bioprosthesis may have changed shape causing the pvl to worsen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 8 months post implantation of a 29mm sapien xt valve inside a stentless aortic root bioprosthesis, the patient presented with moderate to severe paravalvular leak (pvl) and was symptomatic. A re-dilation with 37ccs of volume was performed with a 29mm commander delivery system. The re-dilation was performed to expand the 29mm sapien xt valve inside the ¿homograft¿. The pvl was resolved and there was no central aortic regurgitation. The patient was transferred in stable condition for post management care. As per CT, there was no change in the outer diameter (30mm) of the xt valve when compared to initial implant measurement. For this reason, it was thought that the freestyle (homograft) did not recoil but may have changed shape causing the pvl to worsen. In addition, the pvl would have been treated if it had been significant at the time of the initial implant.